Event description:
Patients iop is at 30 pom1. Doctor has since added two drops to bring the iop down.

Manufacturer narrative:
Device history record was reviewed and no issues were observed, product was manufactured, tested and released per validated procedures. Unit has not been returned for evaluation.